Event description:
Coma hypoglycemic: a woman from canada reported that while taking her morning dose of insulin with a novopen 3 (45 iu using a new cartridge) the pen jammed. Pt was trying to force the pen to deliver the full dose, but the pen did not move. Upon examination, pt noticed that the disc had fallen off the piston rod. Pt then removed the cartridge and inserted it into her spare novopen 3. The dial on the jammed pen had stopped at 28 (meaning pt still required 28 units). However, pt thought that she needed to give herself 17 units, but decided to give herself 10 more units of insulin only. The woman went to the pharmacy to return the jammed pen and get a replacement. When pt got to the pharmacy, she was advised to take another 10 units of insulin (still leaving her 8 units short). When pt returned home to have lunch, she started to feel extremely tired and shaky. Pt tried to go to the kitchen for some glucagon or orange juice, but fell to the ground unconscious. The ambulance was contacted. Pt was given glucagon, but did not regain consciousness until she reached the hosp. Pt was not hospitalized overnight. However, she was admitted and given glucose intravenously. The woman also stated that on the day of her reporting the event, her pen was difficult to push down. Pt pushed down harder on the push button and when she removed the needle, she noticed that the needle was bent.